Event description:
It was reported that an external fluid leak was observed from the access header of a polyflux 140h during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1 initial reporter address: (B)(6). The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed fluid droplets outside of the access header during therapy. The specific defect that allowed the leakage was not visible in the photos and video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.